Manufacturer narrative:
The serial number of the pvs23 was not provided, and the device is not available for return. As such, no investigation is possible at this time. Based on the site's assessment, the root cause of the reported event was attributed to the patient's anatomy and no issue with the perceval valve was identified. Giving that a trifecta size 25 was ultimately implanted in the patient, it is possible that a mis-sizing could also have contributed to the intraoperative difficulties reported (malpositioning, central leak). However, since no investigation could not be performed and no other details were provided, this cannot be ultimately confirmed.

Event description:
On (B)(6) 2019, a perceval pvs23 implant attempt occurred. At the echo, the valve appeared not well-positioned and a central leak was also detected. The device was explanted and a trifecta size 25 was ultimately implanted. Additional information received from the site confirmed that no device issue was identified. The event was attributed to the anatomy of the patient, although this cause was not further specified. The patient was reportedly not affected.

Manufacturer narrative:
Device not available for return.

Event description:
On (B)(6) 2019, a perceval pvs23 implant attempt occurred. At the echo, the valve appeared not well positioned and a central leak was also detected. The device was explanted and a trifecta size 25 was ultimately implanted.